Event description:
Philips received a complaint by the customer on the v60 indicating a device malfunction as the cooling fan cycled on and off with the battery charging light emitting diode (led) even when the ventilator was plugged in and powered off. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to request technical support as the cooling fan cycled on and off with the battery charging light emitting diode (led) even when the ventilator was plugged in and powered off. The remote service engineer (rse) performed troubleshooting with the customer, after which the issue was replicated. The rse had the customer check the battery in service mode and found that the battery was 6 years old. The customer informed that the battery will be replaced soon as it is due for replacement. The battery voltage was showing 16.1 (almost a fully charged battery). The rse suggested that the customer swap the battery with another device to see if the problem follows the battery or stays with the device. If the problem stays with the device, the rse recommended replacing the power supply, and if the problem follows the battery, the rse advised the customer that the battery is bad and needs to be replaced. The rse also informed the customer to check the battery connection terminals. The customer will continue to troubleshoot. Final investigation and disposition are pending.